Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while treating the blood vessel and left lobular artery during a lobectomy procedure; the surgeon was able to press the green button but was not able to squeeze the handle. The device did not fire. They replaced the device to complete the case. There was no patient injury.